Event description:
Complaint alleged that during biomedical testing defibrillator did not respond to the device's control switches. The complainant indicated there was no pt involvement in the reported malfunction.